Event description:
It was reported that stent insufficient apposition occurred. The 80% stenosed, 4-5x8mm target lesion was located in a moderately calcified and severely tortuous renal artery. The lesion was not pre-dilated. An 8.0x20x135 cm express ld vascular bare metal stent was selected and advanced to treat the target lesion. However, upon inflation at 8 atmospheres, the delivery balloon ruptured when the stent had opened fully and it was noted that the shape of the opened stent was not well. The physician then removed the balloon and found a hole about 1-2 mm. A non-bsc balloon was then advanced and inflated at same pressure for post-dilation but this also ruptured. A 1-2 mm hole was also found when the physician removed this balloon. The balloons were removed intact. Angiography revealed that the stent had opened fully and the procedure was concluded. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).